Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's right ventricular lead exhibited noise which led to an unspecified sensing issue as well as low impedances. As a result, surgical intervention took place at which time the patient's physician noticed insulation damage on the lead. The rv lead was capped. No adverse consequences were reported for the patient.